Manufacturer narrative:
The ca 19-9 reagent lot number was 78239101 with an expiration date of 31-oct-2025. The ft3 iii reagent lot number was 75320501 with an expiration date of 28-feb-2025. The calibration signals on 31-aug-2024 were below the expected range. A general reagent problem can be excluded because the qc was within ranges prior to the event. The investigation identified that the measuring cell was overdue for replacement. The age of the measuring cell was over 2 years. The root cause was due to a maintenance issue where an overdue measuring cell replacement was identified.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ca 19-9 assay and 1 patient sample tested with elecsys ft3 g3 (ft3 iii) assay on a cobas e411 immunoassay analyzer (disk system). Sample 1 tested for ca 19-9: initial result: 7.34 u/ml. Repeat result: 36.27 u/ml. Sample 2 tested for ft3 iii on 05-oct-2024: initial result: 8.12 pg/ml. Repeat result: 3.5 pg/ml. The initial results did not match the patients' clinical history. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.